Event description:
The pt was revised because the stem subsided below the calcar region.

Manufacturer narrative:
Examination was not possible as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.